Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned device consisted of a coyote es mr balloon catheter. The balloon was tightly folded and bloody. Analysis of the tip, balloon, inner/outer shaft, hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, tip damage (flared), and a perforation in the folded balloon that was located over the distal markerband. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was used for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was used for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.